Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with multiple m31 - air detected in cassette alarms during dwell 3 of 4 of treatment. The patient was connected during the incident. A fluid leak was discovered from an unknown location during dwell 3 of 4 of treatment. Fluid was not discovered on the pump module area or on the external of the cassette. The patient was assisted with re-setting up and was able to bypass into fill 1 after drain on drain 0. The patient was treatment based and was informed it would take the full treatment time. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with multiple m31 - air detected in cassette alarms during dwell 3 of 4 of treatment. The patient was connected during the incident. A fluid leak was discovered from an unknown location during dwell 3 of 4 of treatment. Fluid was not discovered on the pump module area or on the external of the cassette. The patient was assisted with re-setting up and was able to bypass into fill 1 after drain on drain 0. The patient was treatment based and was informed it would take the full treatment time. Additional information was requested but was not received to date.